Manufacturer narrative:
Eua# (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Confirmatory testing was performed using unspecified test method and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: since some time, the customer is noticing an increase of positive n1. These are confirmed as negative with another method. I'm suspecting contamination, but this needs to be confirmed.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1039556 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1039556 were manufactured according to specifications and met performance requirements. Customer complained about an increase in positive n1 results that are negative with another method and provided two run files for analysis. Manual pcr curve adjudication was conducted. A total of six n1 positive samples were found in the available runs. One of them (run 2008, lane b05) also displayed n2 positive results. All n1 amplifications, in run #1988, displayed characteristic of weak but true amplifications. For run #2008, a strong signal is obtained for lane b05 while two other lanes gave weak linear fluorescence increase which could be associated with a very weak pcr amplification. Only one of these two lanes gave n1 positive result, the one with the higher fluorescence value. The other one was too weak to pass threshold and give a positive result. All curves analyzed showed amplification without anomaly, indicative of true positive results. As mentioned in package insert, detection of one target is reported as cov2 positive. Such results can occur when a sample is at the assay limit of detection (lod) or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1039556. The root cause was not identified but specimens at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are suspected. No product issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Confirmatory testing was performed using unspecified test method and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: since some time, the customer is noticing an increase of positive n1. These are confirmed as negative with another method. I'm suspecting contamination, but this needs to be confirmed.